Event description:
On the event date, at 6:05 pm, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra meter had a battery indicator issue. The medical affairs specialist (mas) was able to contact the pt to obtain/verify additional info. The pt tests her blood glucose at least twice a day and manages her diabetes with pills, diet and exercise. The pt currently takes metformin 500 mg three times a day. The pt stated that the battery indicator issue started at around 7 am on the same day. As a result of the meter issue, the pt did not make any changes to her diabetes regimen or diet. Sometime after the meter stopped working, the pt stated that she started feeling shaky and stated that she tested on a friend's meter with reported blood glucose of "100 mg/dl." As a result, the pt ate something (not the usual breakfast) to bring her blood glucose concentration back to normal (140-160 mg/dl)and reportedly felt better afterwards. The pt stated that if the meter worked then she would have eaten more to maintain normal blood glucose. However, during troubleshooting, it was discovered that the pt failed to change the meter's battery per the owner's manual. The pt's products have been replaced. This complaint is being reported due to the following conclusions: the patient's reported symptom of "shaky" can be associated with hypoglycemia and it reportedly developed after the reported meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.